Manufacturer narrative:
Event summary: the patient data files showed at least five applications were performed with catheter 2af284 / 83566 without any issue on the date of the event. It was reported that during a cryo ablation procedure, bradycardia was observed. The balloon catheter was not returned for investigation. There is no indication of the reported adverse event being related to manufacturing. In conclusion, this is a case related to a clinical adverse event (bradycardia). The reported issue was not related to the performance of the cryoablation devices. The balloon catheter was not returned for investigation. This report will be recorded and trended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, bradycardia was observed. Pacing was performed using a coronary sinus catheter and the heart rate recovered. The procedure continued, however, bradycardia was observed again. Phrenic nerve pacing was performed, and atropine was subsequently administered. The patient's heart rate recovered. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.